Event description:
No sample was received for investigation. Therefore, no investigation could be performed. If additional information or sample becomes available, the complaint will be re-opened and an additional MDR will be filed with investigation details.

Event description:
The following has been reported: biomed reporting pump problem alarm. No patient harm and no report of issue stopping active infusion. An initial review of the device logs reveals the following: electrical hardware failure (12v). An active infusion was not delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue. Further information is needed to complete the investigation.